Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a partial implantable pulse generator (ipg) power on reset (por) occurred. The ipg remains in use. No patient complications have been reported as a result of this event. 2020-03-23: it was further reported that non-competitive atrial pacing (ncap) was programmed off.